Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe abdominal pelvic pains on the sides of the body towards the tubes'), salpingitis ('chronic salpingitis'), vaginal haemorrhage ('vaginal bleeding'), oophoritis ('chronic oophoritis') and cervix disorder ('cervical lesions') in a 37-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4), parity 2 (2), cesarean section (2), abortion (2), cyst removal (cystectomy in the coccyx), irregular menstruation (intense flow), mastalgia (mild) and premenstrual tension. She is smoker. Concurrent conditions included diabetes mellitus since 2015, hypertension arterial, allergic reaction to analgesics (allergic to sodium and potassium diclofenac) and dysmenorrhoea. Concomitant products included metformin (metformina) for diabetes as well as ascorbic acid (vitamina c) since (B)(6) 2020, atenolol, diazepam since (B)(6) 2016, ibuprofen (ibuprofeno) since (B)(6) 2016, insulin, medroxyprogesterone acetate (medroxiprogesteron) since (B)(6) 2016, oseltamivir since (B)(6) 2020 and sibutramine (sibutramina). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("procedural pain (pain scale 3)"). In (B)(6) 2019, the patient experienced urinary tract infection ("urinary infection"), menorrhagia ("menorrhagia"), pyrexia ("fever (39ºc)") and the first episode of abdominal pain ("abdominal pain / lower abdominal pain"). On (B)(6) 2019, the patient experienced abdominal pain lower ("lower abdominal pain") and oedema peripheral ("edema of the lower limbs to the knee"). On (B)(6) -2020, the patient experienced adverse event ("symptoms"). On (B)(6) 2020, the patient experienced dyspnoea ("dyspnea / shortness of breathe"), cough ("dry cough"), oropharyngeal pain ("sore throat"), influenza ("flu syndrome") and acute respiratory failure ("acute respiratory failure syndrome"). On (B)(6) 2020, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required) and oophoritis (seriousness criterion hospitalization). On (B)(6) 2020, the patient experienced the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2020, the patient experienced vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), cervix disorder (seriousness criterion hospitalization), constipation ("constipation"), back pain ("lower back pain"), dyspareunia ("pain during sex"), dysuria ("pain when urinating"), swelling ("swelling"), insomnia ("insomnia"), toothache ("toothache"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), depression ("depressed"), scar ("abdominal scars / scars"), emotional disorder ("emotional upheavals") and metrorrhagia ("metrorrhagia") and was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2020 and then on (B)(6) 2020. The patient was treated with alprazolam, cefazolin (cefazolina), ciprofloxacin hydrochloride (ciprofloxacino 500mg), fluoxetine hydrochloride (cloridrato de fluoxetina), metamizole sodium (dipirona), simeticone and surgery (bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had not resolved and the salpingitis, vaginal haemorrhage, oophoritis, cervix disorder, constipation, back pain, dyspareunia, dysuria, weight increased, swelling, urinary tract infection, insomnia, toothache, alopecia, anxiety, nausea, depression, scar, emotional disorder, adverse event, metrorrhagia, menorrhagia, procedural pain, pyrexia, abdominal pain lower, oedema peripheral, dyspnoea, cough, oropharyngeal pain, influenza, the last episode of abdominal pain and acute respiratory failure outcome was unknown. The reporter considered abdominal pain lower, acute respiratory failure, adverse event, alopecia, anxiety, back pain, cervix disorder, constipation, cough, depression, dyspareunia, dyspnoea, dysuria, emotional disorder, influenza, insomnia, menorrhagia, metrorrhagia, nausea, oedema peripheral, oophoritis, oropharyngeal pain, pelvic pain, procedural pain, pyrexia, salpingitis, scar, swelling, toothache, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on(B)(6) 2020: absence of free air in the peritoneal layer, presence of gas in the small and large intestine, loops with thickened walls to the left of l3 and l4, gas of orthostatic configuration, bone elements without changes.. Allergy test - on (B)(6) 2020: < 2 mcg/l (reference values - unexposed persons: less than 2 mcg/l). Blood test - on (B)(6) 2020: normal; on (B)(6) 2020: hepatitis b and c virus test: non-reactive; hiv test: non-reactive; creatinine: 0,6mg/dl (reference values: 0,4- 1,4 mg/dl); vdrl: non-reactive; gt range: 23,0 u/l (reference values: less than 38 u/l); oxalacetic glutamic transaminase: 20 u/l (reference values: 10-37 u/l) pyruvic glutamic transaminase: unreadable; urea: 32 mg/dl - (reference values: 10-45 mg/dl); platelets: 233,00mil/mm3 - (reference value: 150-400 thousand/mm3); potassium: 4,90 mmol/l; hdl cholesterol: 37,85 mg/dl; ldl cholesterol: 37,85mg/dl (desirable:< 60mg/dl); total cholesterol: 157mg/dl (great: <= 200mg/dl).; in (B)(6) 2020: normal values. Chest x-ray - on (B)(6) 2020: lungs expanded and transparent, costophrenic sinuses pervious, cardiac silhouettes in the normal limits; on (B)(6) 2020: lungs expanded and transparent, costophrenic sinuses pervious, cardiac silhouettes in the normal limits. Human chorionic gonadotropin - in 2016: 25miu/ml - negative. Pathology test - on (B)(6) 2020: right and left uterine tube without histological peculiarities. Physical examination - on (B)(6) 2019: long and closed posterior cervix, small amount of bleeding. Polymerase chain reaction - on (B)(6) 2020: 0,48mg/dl - reference value: negative (less than 5.0mg/dl); in 2020: 0,46 mg/dl - reference values: negative until 5,0 mg/dl.. Smear cervix - on (B)(6) 2020: benign cellular changes, moderate inflammation, absence of signs of malignancy.. Ultrasound abdomen - on (B)(6) 2020: liver: normal volume, regular contours and homogeneous texture, echogenicity compatible with fatty infiltration. Bile ducts: there is no dilation; hepato-choledochus: normal caliber; gallbladder: thin walls, with no evidence of stones; spleen: homogeneous with normal volume; pancreas: anatomical aspect; kidneys: normal topography and dimensions, preserved parenchymal-sinus dissociation, without dilations or kidney stones; abdominal aorta, vein cava and other elements of the peritoneum: no changes, without ascites; bladder: satisfactory distensibility (smooth walls and without echoes); intense intestinal meteorism.; on (B)(6) 2020: suggestive image of fluid collection, measuring 27.4 x 12.0 mm.. Ultrasound scan vagina - on (B)(6) 2017: bilateral devices identified (well positioned); on (B)(6) 2020: uterus in anteversoflexion measuring 68x39x50mm, pelvic veins and bilateral devices well positioned; on (B)(6) 2020: normal dimensions, regular contour and heterogeneous texture.. Ultrasound uterus - in (B)(6) 2017: the device was well positioned but a cervical lesion was detected.; on (B)(6) 2019: uterus in anteversoflexion measuring 70x47x45. Urine analysis - on (B)(6) 2019: hb +++. Batch no d40621, production date 2014-12-09, expiration date 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe abdominal pelvic pains on the sides of the body towards the tubes'), salpingitis ('chronic salpingitis'), vaginal haemorrhage ('vaginal bleeding'), oophoritis ('chronic oophoritis') and cervix disorder ('cervical lesions') in a (B)(6)-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4), parity 2 (2), cesarean section (2), abortion (2), cyst removal (cystectomy in the coccyx), irregular menstruation (intense flow), mastalgia (mild) and premenstrual tension. She is smoker. Concurrent conditions included diabetes mellitus since 2015, hypertension arterial, allergic reaction to analgesics (allergic to sodium and potassium diclofenac) and dysmenorrhoea. Concomitant products included metformin (metformina) for diabetes as well as ascorbic acid since (B)(6) 2020, atenolol, diazepam since (B)(6) 2016, ibuprofen (ibuprofeno) since (B)(6) 2016, insulin, medroxyprogesterone acetate (medroxiprogesteron) since (B)(6) 2016, oseltamivir since (B)(6) 2020 and sibutramine (sibutramina). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("procedural pain (pain scale 3)"). In (B)(6) 2019, the patient experienced urinary tract infection ("urinary infection"), menorrhagia ("menorrhagia"), pyrexia ("fever (39ºc)") and the first episode of abdominal pain ("abdominal pain / lower abdominal pain"). On (B)(6) 2019, the patient experienced abdominal pain lower ("lower abdominal pain") and oedema peripheral ("edema of the lower limbs to the knee"). On (B)(6) 2020, the patient experienced adverse event ("symptoms"). On (B)(6) 2020, the patient experienced dyspnoea ("dyspnea / shortness of breathe"), cough ("dry cough"), oropharyngeal pain ("sore throat"), influenza ("flu syndrome") and acute respiratory failure ("acute respiratory failure syndrome"). On (B)(6) 2020, the patient experienced salpingitis (seriousness criteria hospitalization and medically significant) and oophoritis (seriousness criteria hospitalization and medically significant). On (B)(6) 2020, the patient experienced the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2020, the patient experienced vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), cervix disorder (seriousness criterion hospitalization), constipation ("constipation"), back pain ("lower back pain"), dyspareunia ("pain during sex"), dysuria ("pain when urinating"), swelling ("swelling"), insomnia ("insomnia"), toothache ("toothache"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), depression ("depressed"), scar ("abdominal scars / scars"), emotional disorder ("emotional upheavals") and metrorrhagia ("metrorrhagia") and was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2020 and then on (B)(6) 2020. The patient was treated with alprazolam, cefazolin (cefazolina), ciprofloxacin hydrochloride (ciprofloxacino 500mg), fluoxetine hydrochloride (cloridrato de fluoxetina), metamizole sodium (dipirona), simeticone and surgery (bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had not resolved and the salpingitis, vaginal haemorrhage, oophoritis, cervix disorder, constipation, back pain, dyspareunia, dysuria, weight increased, swelling, urinary tract infection, insomnia, toothache, alopecia, anxiety, nausea, depression, scar, emotional disorder, adverse event, metrorrhagia, menorrhagia, procedural pain, pyrexia, abdominal pain lower, oedema peripheral, dyspnoea, cough, oropharyngeal pain, influenza, the last episode of abdominal pain and acute respiratory failure outcome was unknown. The reporter considered abdominal pain lower, acute respiratory failure, adverse event, alopecia, anxiety, back pain, cervix disorder, constipation, cough, depression, dyspareunia, dyspnoea, dysuria, emotional disorder, influenza, insomnia, menorrhagia, metrorrhagia, nausea, oedema peripheral, oophoritis, oropharyngeal pain, pelvic pain, procedural pain, pyrexia, salpingitis, scar, swelling, toothache, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2020: absence of free air in the peritoneal layer, presence of gas in the small and large intestine, loops with thickened walls to the left of l3 and l4, gas of orthostatic configuration, bone elements without changes.. Allergy test - on (B)(6) 2020: < 2 mcg/l (reference values - unexposed persons: less than 2 mcg/l). Blood test - on (B)(6) 2020: normal; on (B)(6) 2020: (B)(6) virus test: (B)(6); creatinine: 0,6mg/dl (reference values: 0,4- 1,4 mg/dl); vdrl: (B)(6); gt range: 23,0 u/l (reference values: less than 38 u/l); oxalacetic glutamic transaminase: 20 u/l (reference values: 10-37 u/l) pyruvic glutamic transaminase: unreadable; urea: 32 mg/dl - (reference values: 10-45 mg/dl); platelets: 233,00mil/mm3 - (reference value: 150-400 thousand/mm3); potassium: 4,90 mmol/l; hdl cholesterol: 37,85 mg/dl; ldl cholesterol: 37,85mg/dl (desirable:< 60mg/dl); total cholesterol: 157mg/dl (great: <= 200mg/dl).; in (B)(6) 2020: normal values. Chest x-ray - on (B)(6) 2020: lungs expanded and transparent, costophrenic sinuses pervious, cardiac silhouettes in the normal limits; on (B)(6) 2020: lungs expanded and transparent, costophrenic sinuses pervious, cardiac silhouettes in the normal limits. Human chorionic gonadotropin - in 2016: 25miu/ml - negative. Pathology test - on (B)(6) 2020: right and left uterine tube without histological peculiarities. Physical examination - on (B)(6) 2019: long and closed posterior cervix, small amount of bleeding. Polymerase chain reaction - on (B)(6) 2020: 0,48mg/dl - reference value: negative (less than 5.0mg/dl); in 2020: 0,46 mg/dl - reference values: negative until 5,0 mg/dl.. Smear cervix - on (B)(6) 2020: benign cellular changes, moderate inflammation, absence of signs of malignancy.. Ultrasound abdomen - on (B)(6) 2020: liver: normal volume, regular contours and homogeneous texture, echogenicity compatible with fatty infiltration. Bile ducts: there is no dilation; hepato-choledochus: normal caliber; gallbladder: thin walls, with no evidence of stones; spleen: homogeneous with normal volume; pancreas: anatomical aspect; kidneys: normal topography and dimensions, preserved parenchymal-sinus dissociation, without dilations or kidney stones; abdominal aorta, vein cava and other elements of the peritoneum: no changes, without ascites; bladder: satisfactory distensibility (smooth walls and without echoes); intense intestinal meteorism.; on (B)(6) 2020: suggestive image of fluid collection, measuring 27.4 x 12.0 mm.. Ultrasound scan vagina - on (B)(6) 2017: bilateral devices identified (well positioned); on (B)(6) 2020: uterus in anteversoflexion measuring 68x39x50mm, pelvic veins and bilateral devices well positioned; on (B)(6) 2020: normal dimensions, regular contour and heterogeneous texture.. Ultrasound uterus - in (B)(6) 2017: the device was well positioned but a cervical lesion was detected.; on (B)(6) 2019: uterus in anteversoflexion measuring 70x47x45. Urine analysis - on (B)(6) 2019: hb +++. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.